Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for an unknown reason. Review of the explant forms state that the device was explanted for a patient related condition. A guidant cardiac resynchronization therapy defibrillator (crt-d) was subsequently implanted. The device was returned to guidant for analysis.